Manufacturer narrative:
(B)(4). Customer returned pump for an alleged failed battery test, pump error and pump error found on (B)(6), 2022. Insulin pump passed the self test and displacement test. No alarms occurred during testing. Test p-cap locked into reservoir tube successfully. The history download confirmed pump error due to hardware error found on (B)(6), 2022 at 7:42. Pump error was noted in the history download on (B)(6), 2022 at 11:39 due to a software error. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected pump error, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing or in the pump trace download. However, several failed battery test was noted on (B)(6), 2022 at 7:42 through 7:45 in the history download. Pump was cut open and no anomalies noted on the electronic/motor assemblies during visual inspection. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), battery tube threads cracked, cracked case on corner of belt clip rails and minor scratches on lcd window. In summary, customers alleged pump error was confirmed due to a hardware error and pump error was confirmed through the pump history download due to a software error. Customers alleged failed battery test was not confirmed during testing. No alarms or battery anomalies were found in the pump history file on/around the event date. Insulin pump passed active current and sleep current test. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had critical block and inverse critical block did not add to zero and software error detected. Customer reported they were able to clear the alarm. Insulin pump also had battery failed alarm. Self test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.